Manufacturer narrative:
(B)(4). The device was returned with the blade tip intact and not broken off as reported by the customer. In addition, he tissue pad was damaged, melted and 100% present. The device was connected to a test handpiece and the gen11 generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Although the advance tissue technology not available did show up during testing, the device was used only on one generator, therefore, this message should not have been displayed. The message did show up during functional testing because a different generator was used. No conclusion can be reach on why the message was displayed.

Event description:
It was reported that during an unknown procedure, the raw material of the tip was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.